Event description:
Description of event according to initial reporter: on (B)(6) 2025: the physician and reporter believe that this device is a cook celect ivc filter (not a celect-platinum). The physician said that the filter was implanted at an unknown facility approximately 20 years ago. The patient symptomatic/experiencing pain. It was determined that the feet of the filter had penetrated the wall of the vena cava. It appeared that a primary strut may have gotten into the aorta and into the duodenum. They attempted to retrieve the filter but were unsuccessful. They could not get the hook in order to collapse the filter into the sheath. They did move it more proximal during the retrieval attempts. They stopped the procedure and will determine whether they want to try a surgical removal or leave the filter where it is at in the patient. The physician said that this was at least the second attempt to retrieve this filter. Patient outcome: the filter remained in the patient. They will determine whether they want to try a surgical removal or leave the filter where it is at in the patient.

Manufacturer narrative:
Manufacturers ref#: (B)(4). D1) catalog# is unknown but is presumed to be celect filter. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a celect filter could not be retrieved approximately twenty years after placement. The patient was symptomatic/experiencing pain. The filter legs had penetrated vena cava and a primary filter leg may have gotten into aorta and duodenum. Difficulties in catching the filter hook moved the filter proximally and resulted in unsuccessful retrieval attempts. Surgical removal or leaving the filter in situ is to be determined. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes are improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.